Event description:
EKG leads placed at 1200. During procedure at 1500 large skin burn noted to left upper chest. Skin irritation to right upper chest and any areas where leads came in contact with skin. Lesions were all the size of the electrodes, which is about 7.5 cm x 7.5 cm. The two chest lesions were worse than the abdominal one. The chest lesions were almost to the blistering point. The lesions have healed but there is remaining pigmentation discoloration of all three sites. This infant has very sensitive skin. The lesions healed well after the electrodes were removed.